Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: this instrument was going to be use for tep. When he tried to inflate the access balloon on trocar, the balloon didn't work. He always uses the spacemaker when he does tep. He said it the internal visible cock separated from balloon trocar. So air was leaking from trocar.

Manufacturer narrative:
(B)(4).